Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert; however, no complaint was stated against this device. This report will be updated when the investigation is complete. This is the save event as 1043534-2012-01147, 01211, 01212, 01213, 01214.

Manufacturer narrative:
Conclusion: no device failure. The complaint was reviewed and analysis showed no trend for item/lot. The product was not returned. Evidence that product in specification when used.

Event description:
Allegedly somehow the poly liner disassociated from the acetabular shell and the ceramic head was rubbing on shell. A new head, neck, cup and liner were replaced. Medium activity level.